Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: the resoris pst rio offset shell impactor was difficult to remove from the acetabular implant following impaction. There was no delay as the impactor was removed from the implant. The case was successful with no harm to the patient. Device evaluation and results: per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. As a result, no device inspection could be completed. Device history review: review of the device history records indicate 33 devices were manufactured and accepted into final stock on 09/24/2014. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 29130 shows zero additional complaints related to the failure in this investigation. Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #(B)(4). Conclusions: as the product was not available for investigation and there was no harm, no additional investigation is required at this time. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device was not returned for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed the threads on the offset impactor were damaged. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, it was noticed the threads on the offset impactor were damaged. The case was successfully completed and there was no harm to the patient.